Event description:
Reportedly, an alert report for high level of atrial fibrillation was sent. On the page 5 of the report the af alert activation doesn't appear. The limit for the trigger doesn't appear either.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Normal functioning of the device alerts. Any trigger for alert is checked every day, whatever the programming on or off. A report and an alert is sent to the center when an alert is programmed on and all criteria are fulfilled (for example: high impedance, high threshold, etc ¿). Therefore the report contains the alert that triggered the sending of the report and also all other alerts that have been fulfilled from the last sending. In other words: - for programmed alerts: when fulfilled, the alert and its corresponding report are sent to the center. - for non-programmed alerts: when fulfilled, the alert and its corresponding report are not sent to the center but are stored and they may be sent to the center at the same time than another alert that is programmed on.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an alert report for high level of atrial fibrillation was sent. On the page 5 of the report the af alert activation doesn't appear. The limit for the trigger doesn't appear either. The alert is not programmed in the ulys device.